Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient's device was overdischarged. Last successful recharged was (B)(6) 2018. It was reported reason for od was due to non-compliance. It was reported the hcp has discussed a possible replacement; however, the manufacturer's representative wanted to recover the ins if possible. It was reviewed to clear por as soon as ins was charged to 25%. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that a reset was done and the stim was activated again. However, the hcp and patient will be moving forward with a battery replacement at this time. The hcp considers this end of life for the device as the patient has been charging more than usual. Overdischarge was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that replacement took place on (B)(6) 2019. It was reported that the hcp felt ins was at normal end of life. Ins will not be returned.